Manufacturer narrative:
The received device had the cannula assembly deployed. The download data was unavailable because the device was unable to establish connection with the master pdm for data download. All battery voltages were low. Corrosion was found on the batteries and pcb. A leak test was performed and found fluid exiting a tear on the unexposed portion of the soft cannula. This resulted in fluid diverting out of the fluid path, contributing to the corrosion on the pcb and batteries and a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 23.4 mmol/l (421.2 mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.